Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to baseline wander after the implant procedure was completed. One of the shocks was not available for review likely due to magnet application over the device prior to the end of the episode. It was reported tha the patient had a hematoma at the electrode tip which may have contributed to the issue. Also, it was suspected tha there was air in the pocket near one of the electrodes, but this was not confirmed on x-ray. The device was programmed off for twenty-four hours, after which, the patient performed aggressive self-movement and the baseline remained stable. The plan was to monitor. There have been no other reported issues, however, it was reported that the patient remained wary of additional inappropriate shocks. The system remain in service.